Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before an intraocular lens (iol) implant procedure, leading haptic was not folded properly. The surgery was completed after replacing the product with another one.